Event description:
The patient reported that the keypad buttons were not responding. The buttons seem to stick when pressed and the screen would continue to scroll.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.